Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain up her spine. A database analysis and x-rays reported that the device is working as expected. The bsn sales representative created 2 new programs and the patient confirmed that were properly providing pain relief. The physician believes that the pain the patient was experiencing was from the laminectomy and not the paddle lead. The patient will continue to using her normal pain medication.